Event description:
Healthcare professional later reported "dehiscence and possible infection".

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported, "deformity and disproportion of reconstructed breasts, reconstructed breast ruptured silicone implant". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as surgical damage. ¿ visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "deformity and disproportion of reconstructed breasts, reconstructed breast ruptured silicone implant". This record is for the right side. Device was explanted.